Manufacturer narrative:
Eval summary: all implants are compatible as a system. No devices were returned for further eval and x-rays were not provided for review. The devices had been implanted for approximately 1 year and 8 months. One cause for instability can be misuse of a lock-down screw on the 17mm articular surface, which was not mentioned in the complaint. It is not known if the screw was torqued correctly or even used at all. Without further info, a probable cause for instability cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.

Event description:
Site reports that pt was diagnosed with instability which ultimately resulted in revision of the articular surface.